Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water tube had foreign material and nozzle was clogged. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device evaluation, the colonovideoscope exhibited air/water tube had foreign material and nozzle was clogged. However, the customer stated the device was returned without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.